Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Review of transmission revealed non sustained right ventricular oversensing due to lead noise. All other parameters were normal. No further information was reported.